Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the esophagus during an endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, an attempt to deflate the balloon was made; however, the balloon would not deflate completely. It was also noted that the balloon material bunched up causing difficulty in withdrawing the device. The procedure was completed at this time. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was kinked. No other issues were noted; there was no damage noted to the balloon. However, it was found that the device contains quantity of dried contrast (crystalized contrast). A functional evaluation was performed; the device was connected to an alliance inflation system, and the device failed to inflate due to a lumen blockage. Several attempts were made to remove the occlusion and the device was even submerged into warm water using air pressure, but it was not possible to remove the occlusion. A bent section of the catheter under the balloon was induced to remove the blockage. Destructive analysis was performed; and the guidewire was inserted inside the balloon lumen to locate the occlusion, and the occlusion was found approximately at 88 cm from the balloon hub. The catheter was then cut using a knife, and it was noticed that the occlusion in the lumen was caused due to dried contrast which is normally used to inflate the balloon. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the esophagus during an endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, an attempt to deflate the balloon was made; however, the balloon would not deflate completely. It was also noted that the balloon material bunched up causing difficulty in withdrawing the device. The procedure was completed at this time. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable.